Event description:
It was reported that when the wound drain was removed from the pt's abdomen nine days after placement, an approximate eighteen cm section of the drain broke off and remained inside the pt. The pt was sent back to surgery for removal of the broken drain. No further complications were reported. There were no issues reported during drain placement. Retention sutures were placed to secure the drain. Resistance was encountered during the drain removal process. The break area was described as a clean break.

Manufacturer narrative:
No sample or lot number info were provided for evaluation. The incoming quality assurance records were reviewed and did not show any rejects related to tensile values. All values within the last two years were above those specified in the int'l standard for surgical drains. A review of the instructions for use showed the following cautions: to avoid the possibility of drain damage or breakage: do not puncture or perforate drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Drain breakage may require surgical removal.